Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient's ipg would not communicate with the charger or the patient programmer. The patient last felt stimulation approximately 2 weeks ago. Surgical intervention may be undertaken to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy was restored postop.